Event description:
It was reported that the patient experienced massive bleeding in their lower gastrointestinal (gi) tract and was hospitalized from (B)(6) 2024. The patient had a blood transfusion on (B)(6) 2024, and the approximate number of units of red blood cell concentrate transfused per 24 hours was not less than 4 units but less than 8 units. Warfarin was used at the time of the event. The site stated that the gi bleed was not related to the pump, but the cause was unknown. It was also stated that the patient had right heart failure (rhf) and presented with ascites and peripheral edema. The rhf was stated not to be related to the device because of an initial deterioration in right heart function. Drug treatment was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name: corrected section d4: catalog number and UDI: corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 of the IFU lists right heart failure and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU also outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.